Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed and the patient experienced syncope due to suspected loss of pacing. As a result, the patient broke their femur. The device was reprogrammed to resolve the event and the patient was in stable condition.